Manufacturer narrative:
Per the instructions for use (IFU), coronary flow obstruction is a potential adverse event associated with the tavr procedure. The IFU cautions that the safety and effectiveness have not been established in patients with bulky calcified aortic valve leaflets in close proximity to the coronary ostia. In addition, it warns that caution should be exercised in implanting a bioprosthesis in patients with clinically significant coronary artery disease. Coronary obstruction can result in myocardial ischemia or infarction due to obstruction of the coronary blood flow and may require intervention (e.g. Pci). There are multiple patient factors that could put the patient at risk for coronary flow obstruction during the tavr procedure, including significant underlying coronary artery disease and bulky calcification of the native leaflets and root. Displacement of calcium deposits with embolization of debris into one of the arteries, or aortic dissection with continuity of the rupture into the intima of one of the coronary ostia, can result in this complication. The edwards thv manuals advise the operator on pre-procedure assessment of the aortic valve, root, and coronary anatomy. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. In this case, the patient¿s severe valvular calcification and severe rcc calcification likely contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by an edwards lifesciences affiliate in (B)(4), post valve deployment of a 23mm sapien 3 valve in the aortic position via transfemoral approach, the right coronary artery (rca) was partially obstructed by calcification and a plain old balloon angioplasty (poba) was performed to prevent further obstruction.due to a risk of rca obstruction, coronary protection was performed prior to the tavr procedure. Considering the narrow sinus of valsalva (sov) and severe calcification, a 23 mm sapien 3 valve was deployed with 1 ml less than nominal volume. Post valve deployment, an image showed that calcification on the right coronary cusp (rcc) partially covered the ostium of the rca. Poba was performed to prevent further obstruction. The calcification seemed to have remained in the same position but there was no problem with the rca flow and no abnormality of the inferior wall motion was shown by tee. Therefore, the procedure was completed.